Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an unknown damaged implantable collamer lens (icl) was returned. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was not reported.

Manufacturer narrative:
Claim#: (B)(4).